Manufacturer narrative:
Additional information: investigation ¿ the following allegations have been investigated: tilt, vena cava perforation, organ perforation, pulmonary embolism, deep vein thrombosis, leg weakness, fatigue, respiration issues, blood count issues, and loss of leg function. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pulmonary embolism as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported deep vein thrombosis, leg weakness, fatigue, respiration issues, blood count issues, and loss of leg function are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
. Device code(s): appropriate term/code not available (3191) was selected for the reported device perforation and device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to inability to take anticoagulants. Patient is alleging tilt, vena cava perforation, organ perforation, 1 post-implant "saddleback" pe (pulmonary embolism), and 1 post-implant dvt (deep vein thrombosis). The patient further alleges leg weakness, fatigue, respiration issues, blood count issues, and loss of leg function. Per a report from angiogram dated (B)(6) 2018, "digital subtraction angiography was performed, demonstrating a patent inferior vena cava, with no thrombus within the ivc filter." "Digital subtraction angiography was performed demonstrating extensive pulmonary arterial thrombus." "A small contrast injection demonstrated extensive embolic disease." "Extensive bilateral lobar, segmental and sub segmental pulmonary embolism" per a report from CT dated (B)(6) 2018, "ivc filter device with distal tip 1.5 cm inferior to right renal vein. 10 degrees left tilt with possible tip lying against the left hip overall. Perforation of the left distal strut lying within the pericaval retroperitoneal fat as on coronal image 41 of 78 and axial image 203 of 273. Perforation of an anterior distal strut projecting in the pericaval retroperitoneal fat as on sagittal image 15 of 97 and coronal image 202 of 273. No involvement of adjacent structures. No noncontrast CT evidence of caval thrombosis."

Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.